Event description:
The patient had a bard power port clearvue isp implantable port (# 1668362) placed for chemotherapy on (B)(6) 2020 at (B)(6). On (B)(6) 2020, it was noted that 50% of the port eroded through the skin. Surrounding erythema was noted without induration, purulent drainage, or evidence of necrosis. The port was removed. This was 1 of 2 similar events with this product. FDA safety report ID # (B)(4).